Event description:
The customer had an on-going issue with questionable ion selective electrode (ise) results for approximately 75 patients when tested on a cobas 6000 c501 module, serial number (B)(4). The physicians questioned the ise results and they were repeated and corrected. The customer provided ise results for four patient samples. Sodium results for one patient, when tested on this analyzer, were erroneous and reported outside the laboratory. The initial sodium result was 162 mmol/l (accompanied by a data flag). It was generated using another cobas 6000 c501 module (serial #(B)(4)). The first repeat result was 154 mmol/l. It was generated using this cobas 6000 c501 module, serial #(B)(4) and was reported outside the laboratory. The second repeat result was 139 mmol/l when tested (B)(6) 2011 using the other cobas 6000 c501 module (serial #(B)(4)). The customer believed the result of 139 mmol/l to be the correct result and sent a corrected report. The customer documented "to her knowledge no action was taken prior to results being corrected". No adverse events were reported. The field service representative did not determine a cause. Quality control was performed and was within range. The customer also ran a patient control that was stable.